Event description:
It was reported that the patient lost therapeutic effect. It was also noted that there were no symptoms. Therapy was suspended for greater than 6 months. The device was explanted, and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748910, serial# (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2007, product type extension product ID 7435, serial# (B)(4), product type programmer, patient product ID 389056, lot# v007185, implanted: (B)(6) 2007, product type lead product ID 389056, lot# j0564062v, implanted: (B)(6) 2007, product type lead. (B)(4).